Event description:
It was reported that during a lap cholecystectomy, the tip of the blade broke off in the pt. Case completed by electrocautery. Could not find the tip and therefore it could not be retrieved from the pt.